Event description:
Boston scientific received information that this device had no ventricular sensing markers on the electrocardiograms. All measurements appeared stable, although undersensing was evident on the ventricular channel. The sensitivity was reprogrammed and a data disk was sent to engineering for analysis.

Event description:
A procedure was performed and the device was explanted. Leads testing during the procedure found no evidence of a lead problem. No additional adverse patient effects were reported.

Manufacturer narrative:
A review of the data disk by engineering confirmed based on the fact that right ventricular thresholds as well as intrinsic activity displayed on the shock channel a hardware issue or a memory corruption of the device is possible. At this time the device remains implanted. Should additional information become available this investigation will be updated.

Event description:
The device was returned.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. Interrogation of the device confirmed the device could pace, but not sense on the rv channel. The device case was opened and testing was performed on internal circuitry. Analysis of device circuitry found no anomalies. A review of device memory was performed. A location storing data related to the sensing channel had been altered, which resulted in loss of sensing. No root cause for the memory inconsistency was determined through laboratory testing. The root cause was suspected to be high energy radiation, however, no information could be obtained from the field to confirm the patient had been exposed to radiation.